Manufacturer narrative:
Initial reporter address: (B)(6). The sample was received for evaluation without pouch, wet and with a minicap attached to the female connector. A visual inspection with the naked eye noted the silicone tubing was separated at the occluder feet. Functional testing including leak and clear passage testing were performed; leak testing failed due to a leak beneath the twist sleeve. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life pd transfer set , a baxter technician identified the silicone tubing was separated at the occluder feet which resulted in a leak beneath the twist sleeve. No additional information is available.